Event description:
Related manufacturer reference number: 2017865-2024-34398 it was reported the patient presented for implant procedure. During surgery, it was noted the leadless pacemaker (lp) was no longer seated straight in the docking cap. The lp was removed from the body, the protective sleeve retracted, and inspection found the lp had prematurely separated from the delivery catheter. A transvenous pacemaker was implanted. The patient was in stable condition.